Event description:
On (B)(6) 2011, pt reported, he doesn't think his infusion device is delivering insulin to him when he is in his basal rate. Pt is currently using backup infusion device. Pt stated when he is in his basal rate, his blood glucose will increase. Blood glucose reading was not provided. Pt reported when he boluses, they go down but as soon as the bolus wears off they go back up again. Pt stated, he checks how much insulin is left in the insulin cartridge, he finds the cartridge level is only deducting the boluses he takes and not subtracting the basal rates. Pt reported, he has been experiencing this issue for a week. Pt stated, he switched to his backup infusion device for the past 2 days and his blood glucose has gone back down to their normal range. Pt's normal blood glucose range is 160-220 mg/dl. Pt reported, he did not receive any error messages on the infusion device. Pt stated, there were no leaky sites. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.